Event description:
It was reported that on (B)(6) 2010 the patient presented with preop diagnosis of painful retained lumbar hardware bilaterally from l2 to the sacrum, which is danek legacy pedicle screw instrumentation; left ulnar neuropathy and left carpal tunnel syndrome; persistent severe lower back pain after lumbar fusion from l2 to the sacrum posteriorly; solid arthrodesis, l3-4, l4-5 and l5-s1 with possible pseudarthrosis of l2-3. The patient underwent exploration of posterior lumbar fusion from l2 to the sacrum bilaterally; exploration and removal of lumbar pedicle screw instrumentation bilaterally from l2 to the sacrum, which is removal of danek legacy pedicle screw instrumentation system and cross link removal. Re-do poster lateral fusion, l2-3, using infuse bone morphogenic protein bone graft along with cancellous allograft bone chips and morselized autograft in same skin incision; re-do pedicle screw placement, l2-3 , using danek legacy pedicle screw instrumentation system along with crosslink placement again at l2-3 posteriorly; harvesting of morselized autograft from the same skin incision for the re-do posterolateral fusion, l2-3; intraoperative ap and lateral fluoroscopy for level localization and confirmation of hardware removal and hardware placement at l2-3 again. As per op notes, the pedicle screws were loose at l2 significantly. After pedicle screws instrumentation was removed it was noticed that the fusion was not healed at l2-3. Doctor used a large kit of infuse bone morphogenic bone graft combined with some morselized autograft, which has been harvested from some midline bone along with some cancellous allograft bone chips. There was significant osteolysis around the pedicle screws at l2 and doctor did have to use much larger pedicle screws at l2. The pedicle screws that had been placed previously at l2 were 4.5-mm screws and doctor had to use 7.5-mm screws at l2 to obtain purchase. These screws had excellent purchase though. Doctor was not able to achieve purchase with 5.5- or 6.5-mm screws at l2 and had to use 7.5-mm screws. These were 45 mm in length. Doctor placed new pedicle screws at l3 as well. These were placed down the old pedicle tracts at l2 and l3 with good purchase. Doctor used 5.5 x 45-mm pedicle screws at l3 and 7.5 x 45-mm pedicle screws at l2. Again, the old pedicle screws that were removed at these levels were 4.5 mm and again. The pedicle screws were placed with larger pedicle screws. The pedicle screws were lined up and rods were placed between the pedicle screw heads. The rods were locked into position with set screws. (B)(6) 2010 : the patient presented with complaining of sharp stabbing back pain, now more localized in the sacral area. Assessment: 1. Back pain is persistent, although it is slightly better than it was following his first back operation. (B)(6) 2010 : the presented with the following pre-operative diagnoses: I. Sacroiliac joint arthropathy right side. 2. Greater trochanteric bursitis right side. The patient underwent the following procedures: 1. Sacroiliac joint injection on the right side. 2. Greater trochanteric bursa injection right side. 3. Fluoroscopic utilization for appropriate needle positioning and interpretation. No complications were noted. (B)(6) 2010: assessment: 1. Scheduled for left knee surgery. 2. Would like to initiate body alignment exercises but will have to work around his schedule. 3. Await these results. Proceed with surgery. (B)(6) 2010: the patient presented for a follow up visit. Impression: status post lumbar fusion redo at l2-3. Most of his pain is in the upper lumbar area where his hardware is implanted. He would like to have surgery to remove the hardware. (B)(6) 2010 : the patient underwent CT scan and MRI of lumbar spine. His fusion probably is healed at l2-3 at this point. His pedicle screws are in excellent position with no evidence of loosening of the pedicle screws at l2-3. His MRI scan shoes a small fluid collection at l4-5 with no foraminal narrowing or nerve root compression at all. (B)(6) 2010: the patient presented with failed back surgery syndrome; solid arthrodesis l2-3 bilaterally; painful hardware l2-3 bilaterlly, which is danek legacy pedicle screw instrumentation; history of previous solid lumbar fusion from l3 to the sacrum. Persistent lower back pain. The patient underwent exploration of posterior lumbar fusion l2-3 bilaterally; explantation and removal of lumbar pedicle screw instrumentation bilaterally, which removal of danek legacy pedicle screw instrumentation, l2-3 bilaterally along with cross link removal; intraoperative bilateral extremity electromyography, somatosensory evoked-potential monitoring; intraoperative ap and lateral fluoroscopy for level localization and confirmation of hardware removal at l2-3; posterior lumbar scar revision l2-l3. The hardware was removed and at l2-3. Fusion was solid at l2-3. No patient complications were reported. (B)(6) 2011: the patient presented for discuss to back up pain meds. (B)(6) 2011: the patient presented with severe neck pain. Assessment: neck pain, mastodynia, testosterone deficiency, gynecomastia. (B)(6) 2011: the patient presented complaining of back pain. Assessment: 1. (B)(6) male with failed back syndrome, status post total hardware removal, 12/17/10, still with persistent back pain, which is becoming more and more of an issue. (B)(6) 2011: the patient had cut his thumb while sharpening a knife. Assessment: laceration of thumb. (B)(6) 2011: the patient presented complaining of nausea. Assessment: stable. (B)(6) 2011: the patient presented for a follow up visit for laceration of thumb. (B)(6) 2011: the presented with the following pre-operative diagnoses: 1. Bilateral sacroiliac joint arthropathy. 2. Status post lumbar fusion. The patient underwent the following procedures: 1. Sacroiliac joint injections, bilaterally. 2. Fluoroscopic utilization for appropriate needle positioning and interpretation. No complications were noted. (B)(6) 2011: the patient presented with low back pain. Assessment: hypertension-essential : benign (B)(6) 2011: the patient presented complaining of right side pain. Assessment: low back pain, microscopic hematuria. (B)(6) 2011: the patient presented for a follow up visit due to low back pain. Assessment: sleep apnea. (B)(6) 2011: the patient presented complaining of overnight oximetry. Assessment: sleep apnea. (B)(6) 2011: the patient presented with 30% relief after the last treatment. He also reported back pain. Assessment: low back pain-lumbalgia, spinal enthesopathy. (B)(6) 2011: the patient presented complaining of back pain has returned to baseline. Assessment: spinal enthesopathy. (B)(6) 2011: the presented with the following pre-operative diagnoses: 1. Bilateral sacroiliac joint arthropathy. 2. Bilateral greater trochanteric bursitis. The patient underwent the following procedures: 1. Sacroiliac joint injections, bilateral. 2. Bilateral greater trochanteric bursa injections. 3. Fluoroscopic utilization for appropriate needle positioning and interpretation. No complications were noted. (B)(6) 2011: the patient presented complaining of sleep apnea. Assessment: low back pain. (B)(6) 2011: the patient underwent nocturnal polysomnogram due to obstructive sleep apnea. Impression: obstructive sleep apnea/hypopnea syndrome (icsd 327.23) severe. (B)(6) 2011: the patient underwent nocturnal polysomnogram. Impression: obstructive sleep apnea/hypopnea syndrome (icsd 327.23) effectively treated with CPAP. (B)(6) 2011: assessment: 1. Vaccine for influenza 2. Spinal enthesopathy. (B)(6) 2011: the patient presented with complaining of low back pain. Assessment: 1. Slowly improving low back pain, status post multiple surgeries, the most recent being total hardware removal. 2. Hypertension. 3. Hyperlipidemia. 4. Chronic pain syndrome. (B)(6) 2011: the patient underwent MRI of the lumbar spine due to back pain. Impression: 1. L2-5 postoperative change as described above. Signal abnormality and small fluid collections in the posterior paravertebral soft tissues are likely postoperative in nature, although further characterization is limited without contrast. If there are clinical signs of infection, consider further evaluation with contrast enhanced study. 2. Lumbar spondylosis without high-grade central canal narrowing 3. Mild neural foraminal narrowing most pronounced l3-l4 <(>&<)> l4-l5. (B)(6) 2012: the patient underwent x-rays of the chest due to cough. Impression: 1. Mild prominence of the hila bilaterally with mild central vascular prominence. Recommend a follow up chest x-ray 2. No interval change otherwise noted. (B)(6) 2012: the patient presented complaining of vomiting-diarrhea-fever-body aches and cramps calf muscles. Assessment: gastroenteritis, presumed infectious origin. (B)(6) 2012: the patient presented complaining of f/up labs. The patient¿s medication tricor was reduced to one a day. (B)(6) 2012: assessment: 1. Insomnia, unspecified 2. Chronic pain syndrome 3. Chronic pain syndrome 4. Dysuria. (B)(6) 2012: the patient underwent ultrasound study due to chronic kidney disease. Impression: no significant post-void residual. 2. Two renal cystic lesions identified, possibly benign cysts nut are incompletely characterized. Consider size with surveillance with ultrasound or full characterization utilizing multiphasic cross-sectional imaging. (B)(6) 2012: the patient presented with to discuss to lab test. Assessment: 1. Other testicular hypofunction - testosterone level was normal. Recommend staying on androgel 1%. Check psa annually. 2. Chronic kidney disease, stage iii (moderate) - cr 1.6 from 1.5, bun 24 from 23. No previous cmp to compare with. 3. Dysuria - possible urethra stricture. Us bladder showed moderate prostate, post void showed no residual. (B)(6) 2012: the patient presented with persistent back pain. Assessment: persistent back pain, failed back syndrome, presenting now with more of a neuropathic component. 2. Bladder issues, most likely related to prostatic hyperplasia, with obstruction type symptoms. See no evidence of cauda equine type syndrome; however further work-up is warranted. (B)(6) 2012: the patient presented with a failed back syndrome. He has had recurrent pain. The patient¿s medication lyrica was increased to 75 mg. The patient underwent MRI of the thoracic spine without contrast due to back pain, spinal stenosis, and neuropathy. Impression: 1. Degenerative changes in the thoracic spine without significant canal stenosis. 2. Large cystic lesion left kidney not fully evaluated on current study and none mergent ultrasound may be helpful. (B)(6) 2012: the patient presented with chronic back pain. There may be a seroma versus csf leak and there may be a kidney cyst. The patient¿s medication lyrica was increased to 75 mg two tablets t.i.d. (B)(6) 2012: the patient¿s medication lyrica was decreased to 75 mg b.i.d. (B)(6) 2012: the patient presented with persistent back pain inferiorly as well as leg pain after multiple previous spinal surgeries, particularly a fusion from l2 to the sacrum done previously. (B)(6) 2012: the patient presented complaining of f/up labs and bp. (B)(6) 2012: the patient presented complaining of consult-nolabs. Assessment: neck pain. (B)(6) 2013: the patient presented complaining of cough-congestion-bp. The patient¿s medication butrans was increased to 10 mg. (B)(6) 2013: the patient presented with complaining of rash. (B)(6) 2013: the patient presented complaining of sore throat, drainage and lymph node enlargement with tenderness. The patient is currently in water therapy. Assessment: 1. Pharyngitis, acute, with sinus drainage and allergic rhinitis. 2. "Failed back syndrome" (B)(6) 2013: the patient presented with complaining of f/up labs- ck neck. The patient had a very stiff and painful neck. The patient¿s medication testosterone was increased to 50 mg a day. (B)(6) 2013: the patient underwent MRI of the lumbar spine without contrast due to back pain, spinal stenosis, and neuropathy. Impression: 1 interval development of vacuum disc phenomena l1-2 with edema in the superior l2 vertebral body which may be arthritic. 2. Extensive post surgical changes again noted. Small focal fluid collections posterior paraspinal soft tissues l2/3 and l4-5 levels appear similar to prior study. Differential unchanged. 3. Degenerative changes in the lumbar spine have progressed at the l1-2 level which is located above the post surgical changes. (B)(6) 2013: assessment: 1. Other testicular hypofunction - psa screening, testosterone, free and total 2. Insomnia, unspecified 3. Bunion. (B)(6) 2013: the patient presented with occasional flare-up and complained of pmp-medrfs. Diagnoses: neck pain and low back pain. (B)(6) 2013: diagnoses: pre-diabetes (250.00), hypertension (401.1), and testosterone deficiency (257.2).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.